Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient attempted to present via remote transmission. It was noted that the implantable cardioverter defibrillator would not communicate through telemetry. A suspected reason was that radio frequency transmitter may be unable to communicate with an implanted device may be due to an rf chip issue within the device. The patient was mailed an inductive merlin monitor. The patient was stable throughout the event.